Event description:
It was reported that the alarm did not sound. The patient expired. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Successful pre-use check including alarm tests was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications that a ventilator malfunction caused or contributed to the death of the patient.

Event description:
Manufacturer's ref #: (B)(4).